Event description:
On (B)(6) 2015, a reporter contacted animas alleging that keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 30-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 20-mar-2018 with the following findings: during the investigation, no battery cap was returned with the pump. All testing was performed with a test battery cap. The keypad rubber was found to be intact. No peeling or tearing was observed to the keypad. All keys were found to be responding appropriately. The keypad was removed, and contamination was found under all the key contacts. No tactile issue was duplicated during the investigation. The pump¿s case was removed, and the keypad flex cable was fully inserted into the keypad flex connector and the connector was latched. No evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.